Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the distal tip of the wire fractured and was retrieved with a snare. Patient status is listed as "okay".